Manufacturer narrative:
Based on previous complaints about the faulty power cord/cable, the claimed damage may occur due to excessive external force or friction (e.g., getting caught in moving parts of the bed, being driven over, suddenly pulled out). However, the circumstances of the claimed power cord damage are unknown. Without specific details about the circumstances of the event, the exact cause remains undetermined. Instruction for use (IFU 746-585) for brand name enterprise 8000x includes the following information related to the cable damages and maintenance: "if the power supply cord or plug is damaged, the complete assembly must be replaced by authorised service personnel." "Make sure the power supply cord is not stretched, kinked or crushed." "Make sure the power supply cord does not become entangled with moving parts of the bed or trapped between the bed frame and headboard. "Disconnect the power supply cord from the electricity supply, and store it as shown, before moving the bed." If the equipment fails to operate correctly, follow the suggestions in the IFU, which suggest simple checks and solutions. "If these steps fail to resolve the problem, contact arjo or an approved service agent." To sum up, the cable was damage, therefore the arjo device did not meet its specifications. There was no patient involved. No injury was sustained. The complaint was assessed as reportable due to the damaged power cord with burn marks. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was informed about an event involving the enterprise 8000x bed. The customer reported that the power cord was damaged and showed visible burn marks. No patient was involved, and no injury occurred. During the device inspection, an arjo technician confirmed the burn marks on the power cable.